Event description:
It was reported that the pump migrated in a caudal direction and was sitting on the iliac crest. The patient experienced pain at the device pocket. The pump was repositioned and reattached to the fascia. At the time of this report, the patient status was indicated to be ¿alive-no injury¿. The device system was used to deliver baclofen. It was later reported that no cause of migration was known. At the time of this report, the patient was getting effective therapy.

Manufacturer narrative:
Concomitant product: product ID, 8731sc, serial# (B)(4), implanted:(B)(6) 2011, product type: catheter. (B)(4).